Event description:
Related manufacturer reference number: 2017865-2022-03269. It was reported that the patient presented in clinic due to discomfort. It was noted that the implantable cardioverter defibrillator (ICD) misinterpreted a tachycardia rhythm resulting in an inappropriate shock by the right ventricular (rv) lead. Both the ICD and rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was inappropriate shock. As received, a complete lead was returned in two pieces with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.